Event description:
The customer reported that the screens were going on and off causing a loss of live image. A different c-arm was required to finish the case. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor power supply. The system operates as intended.